Event description:
It was reported that multiple occlusion alarms occurred. There was no reported impact to the customer's blood glucose (bg) level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
The following information was received on 4-22-2022: a review of the pump history logs indicated that no occlusion alarms had occurred. Reportedly, the pump was last used on (B)(6) 2022. During troubleshooting, a new cartridge was loaded onto the pump and the pump performed as intended. This event does not meet MDR requirements as defined by 21 cfr 803.